Manufacturer narrative:
H3: analysis found that not able to perform pre-repair temperature test, as blade/burr not rotate. Error code 15. Hi pot test failed and motor cable assembly faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post op the m5 was heating within a minute. It was being run at 12000 rpm in forward mode. The irrigation was used with the flow rate of 30cc/minute. There was no patient involved.